Event description:
Pt reports hospitalization due to dka.

Manufacturer narrative:
The pump was returned to animas for eval. Eval has not been completed. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. No conclusions can be made at this time. When the eval is completed, a supplemental report will be filed.